Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was missing upon removal of the sensor from the body. The blood glucose reading was 3.9 mmol/l at the time of the sensor giving off a change sensor alert. The sensor will be replaced and returned for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test ; sensor failed with high readings.